Manufacturer narrative:
The investigation for the heart valve damage has been completed. No product or logs were returned for evaluation. Clinical details noted that patient experienced a mitral valve chordae rupture while on support. It was that pump position was confirmed via echo; physician did not have difficulty inserting pump. Physician noted that cardiac condition could have been a factor, however it was not certain. The root cause of the heart valve damage cannot be definitively determined as limited clinical details were provided. D4-model number updated e4 should have been left blank on manufacturer device report. G1 MDR reporting contact email updated. H5 changed to yes.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant in japan had impella cp support ongoing for a female patient admitted in cardiogenic shock (cgs). The pump was placed but the flow rate was not achieved and the chordae tendiane ruptured. The patient survived and pump was successfully explanted after two days of support.